Event description:
It was reported that the patient presented to the emergency room feeling fatigued. Upon review, the right ventricular (rv) lead exhibited loss of capture and high thresholds. Programming changes were performed. The rv lead was eventually capped and replaced on (B)(6) 2024 without complication. The patient condition was stable.